Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged shutdown and malfunction was verified, however, the alleged beeping and unresponsive touchscreen was unable to be verified. In addition a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shutdown. Upon the pump being powered back on, a malfunction occurred, the touchscreen was unresponsive, and the pump was continuously beeping. Customer's blood glucose level was 110 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.